Event description:
Service error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Review of device event log indicated the reported service error code. The service code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up. Will continue to monitor and trend service code issues for failure modes.